Event description:
It was reported that the customer passed away while wearing the insulin pump due to hypoglycemia and no autopsy was performed. It was stated that the customer had numerous complications from diabetes. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.